Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay custom device. The relay custom device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the u.s in 2012 ((B)(4))."

Event description:
"After deployment of the complete graft, the first thing we noticed was the position of the scallop. It might have been retracted a little bit before deployment. The marker is partially in the ostium, instead of just distally form the lsa. Clinically this had/has no implications. This has nothing to do with the graft/design. Then the filling of the saccular aneurysm appeared. At first, we thought of a type 1b-endoleak. But even with a balloon in the distal part, it showed some "blushes". Maybe graft-perforation? After several balloon inflations in the entire graft, the filling (endoleakage) was less. But now we had a different problem. The pressure gradient proximal and distal from the graft was >20 mmhg. After balloon dilatation of the unsupported part of the graft, the difference disappeared for a short period. Differences in pressure in coarctations is acceptable below 20 mmhg. But this was more, and persistent. The physicians have 2 theories: because of the endoleak, there is pressure from outside of the graft onto the unsupported part. Which causes the lumen to narrow down. Because the unsupported part of the graft was stretched during deployment. When the prox. Springs are deployed, there is wall apposition. After that there is no support from radial springs or an s-bar. It could mean that the unsupported part is stretched (and therefore flattened) before the distal spring are deployed and have wall apposition. This might cause the middle part to narrow. It was decided to place a 36-164 cook dissection stent, and post dilate it. No endoleak visible and the flow restored. The result was satisfactory for the physicians." Patient outcome: "quote from dr. (B)(6) by phone on tuesday (B)(6) 2015, 11:20h: 'difference of 20 mmhg in arms, but no clinical consequences. Post-op CT was made, but not assessed yet. Patient was discharged from hospital on monday (B)(6) 2015.' "